Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the nasolabial folds with 1cc of juvéderm vollure¿ xc along with 1 syringe of restylane® in the tear troughs and upper lip and 1 syringe of restylane® lyft in the middle cheeks. Approximately three months post injections, the patient experienced ''nodules and inflammatory reaction" at the nasolabial folds and at the sites of injection of the restylane® products. About two and a half weeks later, the patient was treated with a 400u hyalase® injection, and the next day, a medrol dose pack. Event status is unknown.